Event description:
The product was used during a low anterior resection procedure. Reportedly, the staples were missing and the device was difficult to open and close. The hosp has reported no pr injury occurred.